Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The DHR review could not be completed because the provided lot number was invalid. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while getting ready to insert a foley, the registered nurse observed black specks on 2 different 14 fr catheters (lot#ngjv0983 - pcn#165814). The registered nurse then tried to use a 16 fr catheter from a sure step foley tray system (lot#najw3953 - pcn#175816). There was a small extra piece of catheter material hanging off the top of the catheter. These did not reach the patient and were thrown away. The distribution tech on shift and house supervisor advised.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while getting ready to insert a foley, the registered nurse observed black specks on 2 different 14 fr catheters (lot#ngjv0983 - pcn#165814). The registered nurse then tried to use a 16 fr catheter from a sure step foley tray system (lot# najw3953 - pcn# 175816). There was a small extra piece of catheter material hanging off the top of the catheter. These did not reach the patient and were thrown away. The distribution tech on shift and house supervisor advised.